Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12154. It was reported the patient experienced overstimulation and reprogramming was unable to resolve the issue. Diagnostic testing revealed all contacts on one lead have high impedance values. The patient was sent for an x-ray. Surgical intervention may take place to address the issue. Please note: the implant date for the leads is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.